Manufacturer narrative:
Failure investigation (fi) lab received the power supply for evaluation. Visual inspection of the returned the power supply revealed no evidence of damage or contamination. Fi technician installed the power supply into the fi test ventilator. Fi technician powered up the ventilator and the ventilator delivered breaths; however, the ventilator shut down when ac was applied. Fi technician attached the power supply to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of the c56 was monitored, which revealed the voltage was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 7.40v. The determination could be made that the device failed to meet specifications. The root cause for the reported issue is due to the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported that the unit would not come up/no power. The customer reported there was no patient involvement.